Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that while aspirating soft lens matter with the irrigation/aspiration handpiece the system stopped working completely while instruments were in the eye. There was no irrigation and the anterior chamber collapsed for 20 seconds. This caused the already mid-dilated pupil to become smaller which made removal of the lens material a challenge with the bi-manual handpiece scrapping the iris. The patient experienced a posterior capsule tear. There was no vitreous loss and the intraocular lens was implanted. The patients symptoms are expected to resolve with treatment. Additional information has been requested and received.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 12, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).